Event description:
The above date mentioned, (B)(6) 2013, essure was implanted at 2:00 pm. By 6:00 pm, I felt the coil move on my right pelvic region. As it moved, it was accompanied by a sharp, piercing like pain. Still under the effects of the long lasting pain injection I was given at the time of the procedure, I did not take anything else for pain. Half an hour later, I felt my bowels move and experienced excruciating sharp pain again on my right pelvic region. I went to have a "bm" and it hurt very much. Not constipation, the pain still in the area previously mentioned. (B)(6) 2013 - experiencing severe headaches, swollen throat/sore, and bloating. I do have the normal cramping that is expected post op for a procedure such as this, which is not too bothersome to me. (B)(6) 2013 - headaches, bloating, cramping, same sharp pain, not constant but often, now having metal taste in mouth, nausea, and itching on neck and chest. (B)(6) 2011 - same symptoms stated previously with some vomiting and now rash has developed. (B)(6) 2013 - no change. (B)(6) 2013 - doctor's appointment, prescribed an anti-inflammatory. (B)(6) 2013 - no change. (B)(6) 2013 - doctor's appointment, doctor prescribed benadryl for itching/rash. Also ordered x-ray. (B)(6) 2013 - CT scan. I am a very healthy, (B)(6) female. I have no known allergies and have no illnesses, birth defects, or medical conditions. I am very active and eat well. Never have I had any symptoms such as these all at once, in such a short period of time. As of today's date, (B)(6) 2013, I am not feeling well. I have been getting a bit absent minded, which is not normal for me, and I am in a lot of pain. I still am not taking any prescribed medications, I have not taken the micronor prescribed to me one (1) week before procedure. It was affecting my milk supply, so the day before the procedure, I stopped. Have been abstinent for months and am continuing with this form of birth control. I do not take medications. Not cold medicines or pain medications, such as tylenol. I drink only water, cranberry juice, and milk. I have never smoked, no drugs, no alcohol. I am a very healthy individual and to be experiencing all of this right after essure implants, I know my body is having a reaction. I have my x-rays and CT scans on cd, showing the placement of the essure. Awaiting doctor's phone call at this time (I read horse xrays, so I am layman when it comes to human anatomy, but my opinion, it shows the end of the coil curving way up into what appears to be my bowel, on the right pelvic region exactly where I am feeling the sharp poking pain and where it hurts when my bowels move). I will update further when I receive results on these.